Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. A patient controller communication error message displaying ¿cannot connect to generator. The generator is not responding¿ was reported to abbott. Patient underwent hip replacement. Surgery mode was enabled. The ipg has become inoperable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient had an unrelated hip surgery where the device was placed into surgery mode. In turn, the patient lost stimulation and ipg was unable to communicate with external devices. Programmer displayed error message "'cannot connect to generator. The generator is not responding.' Surgical intervention may be undertaken to address this issue.